Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the intended use section of the mitraclip system, instructions for use instructs to stop when the tip of the clip is just proximal to the tip of the clip introducer. The investigation determined the reported clip introducer retraction problem and subsequent torn clip introducer appears to be related to user error. The improper or incorrect procedure or method (user error) was due to the user pulling the clip too far. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip device referenced are being filed under a separate medwatch report number.

Event description:
This is being filed to report detachment and retraction problem. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the first ntr clip delivery system (cds 90626u153), the clip was inadvertently pulled too far causing a part of the clip introducer to detach. The cds was not used in the patient, and the procedure continued with a second cds. The second cds (90626u153) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, knots were observed on both sides of the lock line and the lock line could not be removed. Reportedly, the physician did not verify if knots were present prior to lock line removal. The cds was removed with the clip attached. A third clip was deployed. One clip was implanted reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.